Event description:
It was reported that during a hemiorrhoidectomy procedure, the device pad melted and stopped working. The pad did not fall into the patient. The case was completed with a like device. There was no adverse consequence to the patient.